Event description:
Hamilton company was informed in 2003 of an event that occurred earlier in 2003, in which the hamilton microlab at + 2 instrument reportedly did not pipette sample into wells a10 through h10 and did not generate an error message. No death or injury resulted from this event.